Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the esophagus during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician used four clips; however, two clips presented issues. Both clips grasped and locked onto tissue, but the clips could not be released from the catheter to deploy, even after the right steps were followed. The customer provided a photo and it was observed that the clips did not close properly. Reportedly, the clips were taken out from the patient, and the procedure was completed with another resolution 360 clip devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 the reportable event of clip failed to release from the catheter. Block h10: investigation results. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device; however, the clip arms were unable to be closed properly. Microscope examination was performed, and it was observed that activations had not been performed on the device and one of the arms was bent. Functional evaluation was performed using a tortuous path, and the clip released from the catheter successfully. Media inspection was also performed based on the photo provided by the customer, and it was observe that there were five clips, while four clips were correctly attached with one clip was not able to close its arms. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the esophagus during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician used four clips; however, two clips presented issues. Both clips grasped and locked onto tissue, but the clips could not be released from the catheter to deploy, even after the right steps were followed. The customer provided a photo and it was observed that the clips did not close properly. Reportedly, the clips were taken out from the patient, and the procedure was completed with another resolution 360 clip devices. There were no patient complications reported as a result of this event.